Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from (B)(6) indicated a hospital in (B)(6) reported: pt was implanted with pfna blade and nail on (B)(6)-2011 and was discharged from the hospital on (B)(6)-2011. During surgeon follow up visit on (B)(6)-2011 surgeon discovered that the blade could not be telescoped normally and presented a risk to cut out. The blade did penetrate the femoral head date unk. Surgeon removed the hardware and revised pt with artificial femoral joint. This is one of two reports for this event.